Manufacturer narrative:
Date of event and implant date: estimated as exact dates are unknown.

Event description:
It was reported via social media that a cerebral vascular accident occurred. Approximately two years ago, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. It was reported on (B)(6) that the patient had "stroke showers" on both sides of their brain three months ago. The patient is undergoing therapy and is taking blood thinner medication.

Event description:
It was reported via social media that a cerebral vascular accident occurred. Approximately two years ago, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. It was reported on facebook that the patient had "stroke showers" on both sides of their brain three months ago. The patient is undergoing therapy and is taking blood thinner medication. It was further reported that the patient experienced another stroke and passed away.

Manufacturer narrative:
Date of event and implant date and date of death: estimated as exact dates are unknown.